Event description:
The physician reported that the subject lead and associated ICD were removed due to infection.

Event description:
The physician reported that the subject lead and associated ICD were removed due to infection.

Manufacturer narrative:
The investigation report associated to the subject MDR was inadvertently excluded from the previous follow-up.

Event description:
The physician reported that the subject lead and associated ICD were removed due to infection.